Event description:
It was reported that (1) mcl20 was used during a low anterior resection procedure. It was reported by the rep that the clip applier misfired during a procedure. It is unknown how the case was completed. There was no consequence to pt.